Event description:
Kendall entriflex nasogastric feeding tube size 10 french x 43 inches became un-intact while inserted in the gastric tract. The tube appeared to have expanded causing it to rupture and become detached from the proximal portion of the tube. Proximal portion of the tube was removed from the patient but approximately 30 centimeters of the distal portion remain inside the gastric tract.